Manufacturer narrative:
Na

Event description:
It was reported that the surgeon had problems with the wires breaking and that the patient had to return to surgery. We were not able to obtain details such as part number, lot number, or surgery outcomes.